Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7131565. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7131891. UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a pocket revision procedure wherein lead extensions were also added. There were no reported complications postoperatively. The device remains implanted. Additional information was received that the migrated spinal cord stimulation (scs) leads were also revised, during pocket revision.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a pocket revision procedure wherein lead extensions were also added. There were no reported complications postoperatively. The device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.